Event description:
The da vinci surgical robot was tested prior to the procedure and there were no issues identified. It was docked and instruments were attached. The surgeon sat at the console but the arms would not work. The machine was rebooted and redocked and the error still occurred. After several attempts to fix the problem the surgery was switched to laparoscopic total abdominal hysterectomy.the technician from intuitive surgical, inc. Found a 20008 error reading and replaced arm 1. Preventive maintenance was also completed at this time. The robot is currently in use and functioning properly.